Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03481. It was reported the patient experienced a warning sensation at her scs ipg pocket site while charging her scs system. It was also reported the patient's scs ipg pocket site is warm most of the time. The patient's system stimulation would also turn off by itself after charging and could only be turned on with the magnet. The patient could not feel system stimulation until she adjusted to maximum amplitude. Follow-up identified the patient's scs ipg was replaced which resolved the issues. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.